Event description:
It was reported the camera head had a bad image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The event had occurred during set up.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, g3, g6, h2, h3, h4, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 224 and bad cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event camera head communication error code e224 shown on monitor was caused due to bad cable and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.